Manufacturer narrative:
The affected device will not be returned for investigation to the manufacturer. Should additional information / investigation results become available, a supplemental report will be submitted. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "no image when plugged in." No negative impact in state of health reported.